Manufacturer narrative:
The device was returned and evaluated. Based on this evaluation and available information, the root cause of this event could not be determined, and our previous assessment remains the same.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye, the patient experienced dysphotopsia. Approximately four and a half months after implantation, the iol was exchanged with a different model iol. Additional information was requested, but not received.